Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-11-2017 with the following findings: the black box showed evidence that the user was manually priming the pump at random times on (B)(6) 2017; random primes were observed at 03:04 and 06:04. The pump was exercised for 24 hrs with no random primes duplicated. No hypersensitive or stuck keys were observed on the keypad. There were no errors, alarms or warnings during testing. The pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose less than or equal to 70mg/dl with difficulty speaking, loss of consciousness, associated with an alleged prime issue. Reportedly, the patient discontinued pump therapy, and received treatment of food/drink by a nurse. During troubleshooting with customer technical support, it was reported ¿the pump has been priming itself 1.2-1.3 units at a time intermittently throughout the day¿. The prime history showed several large primes and several small primes that were allegedly not performed manually by the reporter or patient. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a prime issue.